Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. No reported adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the existing cartridge and the insulin gauge began to decrease as intended.